Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in mildly tortuous and severely calcified vein. Vascular access was obtained via ipsilateral progressive approached. A 2mm x 40mm x 145cm coyote es and 4.0mm x 15mm wolverine peripheral cutting balloon were selected for use. A jupiter 45 guidewire was advance, and then the microcatheter. However, the microcatheter did not pass the lesion. A 1.5 coyote balloon was used to dilate the lesion, and tried again to advance the microcatheter, but still failed. This 2mm x 40mm x 145cm coyote es balloon catheter was advanced for further dilation but upon second inflation the balloon was ruptured at 8 atmospheres for 30 seconds. The device was removed without any issues, and a 3mm coyote balloon was used, but full dilation was not achieved. A 4mm wolverine cutting balloon was used but it also ruptured at 6 atmospheres upon first dilation. The procedure was completed with a 3mm cutting balloon, a 4mm ranger balloon, and a 4mm non-boston scientific device. No complications were reported.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in mildly tortuous and severely calcified vein. Vascular access was obtained via ipsilateral progressive approached. A 2mm x 40mm x 145cm coyote es and 4.0mm x 15mm wolverine peripheral cutting balloon were selected for use. A jupiter 45 guidewire was advance, and then the microcatheter. However, the microcatheter did not pass the lesion. A 1.5 coyote balloon was used to dilate the lesion, and tried again to advance the microcatheter, but still failed. This 2mm x 40mm x 145cm coyote es balloon catheter was advanced for further dilation but upon second inflation the balloon was ruptured at 8 atmospheres for 30 seconds. The device was removed without any issues, and a 3mm coyote balloon was used, but full dilation was not achieved. A 4mm wolverine cutting balloon was used but it also ruptured at 6 atmospheres upon first dilation. The procedure was completed with a 3mm cutting balloon, a 4mm ranger balloon, and a 4mm non-boston scientific device. No complications were reported.